Event description:
It is reported that the pt was revised due to corrosion causing pain and a pseudotumor.

Manufacturer narrative:
Eval summary: of the item numbers returned, component compatibility is confirmed. The component fit and orientation per the surgical technique is unk. Neither operative notes nor x-rays were returned for review. The component fit and orientation per the surgical technique is unk. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. With the info provided, a definitive root cause is unk. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.